Event description:
It was originally reported the patient was in a lot of pain and went to change the settings and her implantable neurostimulator (ins) went dead. It was noted the patient had not charged her ins since last week. The company representative confirmed on (B)(6) 2014 that the patient has been charging every two days. Scheduling a time to meet with the patient was being worked on to try and reprogram her settings to increase her reprogramming interval. The patient was currently receiving defective therapy. She wishes to charge less often which was also going to be addressed when an appointment was made.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).